Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces of the insulin pump's reservoir compartment had broken off. Customer reported that the reservoir was loose and was not being held in place properly. Blood glucose level at the time of the incident was not provided. The customer declined to have the insulin pump replaced or returned for analysis.